Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that during initial implant procedure, the stylet could not be inserted or moved inside the right ventricular lead smoothly. The lead was removed and replaced. The patient was not affected and had no adverse health consequences.